Event description:
It is reported that a customer experienced low blood glucose of 31 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and found that the pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.